Event description:
Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.